Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported by the customer that the display on the unit is hard to read. It's fuzzy looking and none of the information screen can be read. There was no audible alarm or error messages displayed. Additional information received mentioned there are no pictures available of the reported problem. There was no known patient impact or consequences.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on however the display is completely covered in black pixels. Further testing could not be performed. Internal visual inspection revealed a broken j6 connector that connects the lcd to the system board. The lcd and the system board were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over fourteen (14) years with no previous reported issues related to this reported event.